Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure for an atrial lead perforation this device was explanted and replaced with a single chamber device as no new right atrial (ra) lead was implanted. It was noted that the patient had an infectious disease prior to implant of their system. It is unknown whether the patient had an active infection at the time of revision. No additional adverse patient effects were reported.